Event description:
It was reported, the patient saw a urologist in (B)(6) 2013 because they thought they had a urinary tract infection. The urologist was not familiar with the device. About two weeks later, it was indicated, the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on 2013 (B)(6) was noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-33 lot# v514854, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).